Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It was reported that when the surgeon opened the sterilization package, white powder had adhered to the screw and cavity. Only packaging material will be returned.